Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the clip open during efaa. The reported image resolution poor was due to the anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip failed efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was challenging due to the anatomy. The clip delivery system (cds) (lot 20113r105) was advanced to the mitral valve however the clip would not close after opening to initiate appropriate arm orientation to the valve. Multiple attempts were initiated with actuating the lock lever to lock and unlock as well as raising and dropping grippers were attempted. The device did finally close after a lock lever actuation but the physician did not feel comfortable continuing with using the clip therefore the cds was removed. The second cds (lot 20113r103) was advanced and placed on the valve. While establishing final arm angle (efaa) the second time after the lock line was removed, the clip opened. The clip was then tightly closed and deployment continued. The clip was deployed successfully after retightening and did not open after deployment. The procedure was completed with the mr reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.